Event description:
Following an uneventful novasure endometrial ablation, the pt returned to the hospital "4" hours later with "pain and cramping." The pt was admitted and the physician "found blood in her urine". A computed tomography (CT) scan was performed and revealed "fluid around body cavity and lungs." The pt was treated with dilaudid (hydromorphone) intravenous (IV) for "48" hours. It is unk when the pt was discharged. We have been unable to obtain add'l info surrounding this event. If add'l relevant info is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device history record (DHR) review was conducted for the radio frequency controller ((B)(4)). No relationship can be established between DHR and current complaint. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. The conclusions codes in this section reflect the disposable device. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).